Event description:
A case of femoral vein perforation requiring intervention was reported during a cardiac procedure where the versacross large access dilator of the versacross large access solution was used. After femoral access for the transseptal procedure was obtained, the versacross large access dilator was advanced, and the femoral vein was perforated. The cardiac procedure was aborted, and gore occlusion balloon was used to place a covered stent percutaneously. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
As a baylis medical device was reported to be amongst the devices used in the procedure. Baylis medical has decided to submit this report. A DHR review has been completed for the lot in question and all devices in the lot met relevant requirements prior to release.